Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of fever and fungal peritonitis in a patient coincident with dianeal pd4 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, the patient experienced fever. It was not reported if the patient was hospitalized due to fever. Treatment was not reported. On (B)(6) 2011, the patient experienced fungal peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized on the same day. The cause of the peritonitis was unknown. On an unreported date, the patient received remedial treatment with cefazolin and ceftazidime ip. It was not reported if antibiotic therapy was ongoing. On (B)(6) 2011, the pd catheter was removed. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient withdrew from dianeal therapy and began hemodialysis. The outcome of the events of fever and fungal peritonitis was not reported. The physician reported that the fungal peritonitis was unrelated to dianeal therapy and did not provide an opinion of causality for the event of fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.